Event description:
Resident in lumex chair with tray locked in place when certified nurse aide returned to room, resident had fallen to floor and tray was under her head. Maintenance discovered that screws had loosened on left side of chair arm allowing bolt to slip which caused tray to fall leading to residents fall. Screws were replaced with longer screws and lock washers. This has been discovered on routine maintenance checks in the past on other lumexes and addressed at that time.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jul-93. Service provided by: user facility biomedical/bioengineering department. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, invalid data. Results of evaluation: none or unknown, invalid data. Conclusion: device failure occurred and was related to event, other. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, other. Invalid data - on device destroyed/disposed of status.